Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5155841.

Event description:
It was reported via voluntary medwatch that the patient presented with noise over-sensing exhibited on the right ventricular (rv) lead. Upon review of episodes, it was found that the noise over-sensing had also caused inappropriate anti-tachycardia pacing. Programming changes were made to monitor-only mode. There were no further intervention nor patient consequences reported.